Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during administration of insulin bolus, the pump gave an occlusion alarm. According to the reporter, the system check determined the cause of the alarm to be insulin accumulation in the tubing. The home care patient reported that their blood glucose levels rose to 372 mg/dl due to the interruption in insulin therapy. No further adverse effects to user reported.